Event description:
It was reported that following the implant procedure the patient developed a hematoma with infection and pocket erosion. Cultures were taken and the patient received antibiotic therapy. It was also reported that the right and left ventricular leads had an increase in impedance. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 429688 implantable pacing lead 2013 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 693565 implantable tachy lead 2013 (B)(6). (B)(4).